Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive technical support engineer (tse) that the integrated electrosurgical unit (iesu) bipolar energy was intermittent and would cut out. The customer used different cords and instruments and turned up the iesu power limit, but the issue was not resolved. The tse reviewed the logs but did not note any errors. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the nurse declined to provide further information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio dv integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. The unit was placed on an in-house system and was run in normal mode. The reported error was reproduced. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.